Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the ipg was unable to communicate with the patient controller after the patient had hip surgery on (B)(6) 2018. It is unknown if the ipg was put into surgery mode. Troubleshooting was attempted to no avail. As a result, surgical intervention may be pending to address the issue.

Event description:
It was reported that the patient's ipg was explanted and replaced on (B)(6) 2019. Patient has therapy following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.